Manufacturer narrative:
Restenosis, as listed in the vision instructions for use (IFU), is a known adverse event associated with coronary stenting. Additionally, restenosis is listed in the no fault risk assessment as a post procedural complication. As there was no reported product malfunction during the time of the stent implants, there does not appear to be any indications of a product quality deficiency. In this case, the restenosis required implant of a competitor des product for treatment. A conclusive cause for the reported pt effect, and the relationship to the products, if any, cannot be determined. The other rx mini vision (incident description) is being reported under the same MFR report number.

Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2007, the pt underwent stenting of the mid lad with a 2.5 x 12 rx mini vision and a 2.5 x 8 rx mini vision stent. At approximately 5 months later, the pt received two cypher stents for treatment of restenosis within both the rx mini vision stents. There is no add'l info available.